Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was ruptured during preparation. Hemostasis was achieved with another mynx device. There was no reported patient injury. The device was stored and prepped according to the IFU. The device was used in an interventional procedure using a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured during preparation. Hemostasis was achieved with another mynx device. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). The device was used in an interventional procedure using a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. A non-sterile ¿mynx control vcd 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The sealant remained in the manufacturing position. In addition, the balloon was received fully deflated, and the stopcock was observed open. The procedural sheath and syringe were not returned with the device. The device was inspected for damages/anomalies that may have contributed to the reported failure, and no damages/anomalies were observed. Visual inspection at high magnification revealed a longitudinal tear in the balloon of the return device. A product history record (phr) review of lot f2222102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon loss of pressure-during prep¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported. However, handling factors during prep are possible. According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was ruptured during preparation. Hemostasis was achieved with another mynx device. There was no reported patient injury. The device was stored and prepped according to the IFU. The device was used in an interventional procedure using a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. The device is being returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2222102 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.